Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 001 (day drain #1) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2013 at 11:10:07. No additional information is available.